Event description:
Six pts with discrepant results. Pt 1: initial alkaline phosphatase result 1 u/l, repeat 299 u/l; initial albumin result 0.0 g/l, repeat 2.90 g/l. Erroneous results were not reported. The user determined there was a problem with the sample probe and replaced the sample probe. F/u with the customer by field svc rep determined performance tests were performed within spec.

Event description:
Six pts with discrepant results. Pt 3, initial alkaline phosphatase result 0 u/l, repeat 113 u/l. Erroneous results were not reported. The user determined there was a problem with the sample probe and replaced the sample probe. F/u with the customer by field svc rep determined performance tests were performed within spec.

Event description:
Six pts with discrepant results. Pt 6 initial alkaline phosphatase result 0/u/l, repeat 54 u/l; initial albumin result 0.1 g/dl, repeat 3.6 g/dl. Erroneous results were not reported. The user determined there was a problem with the sample probe and replaced the sample probe. F/u with the customer by field svc rep determined performance tests were performed within spec.

Event description:
Six pts with discrepant results. Pt 2, initial alkaline phosphatase result 0 u/l, repeat 92 u/l; initial total protein result 0.1 g/dl, repeat 6.5 g/dl. Erroneous results were not reported. The user determined there was a problem with the sample probe and replaced the sample probe. F/u with the customer by field svc rep determined performance tests were performed within spec.

Event description:
Six pts with discrepant results. Pt 4: initial creatinine result 0.0 mg/dl, repeat 2.2 mg/dl; initial alkaline phosphatase result 0 u/l, repeat 74 u/l. Erroneous results were not reported. The user determined there was a problem with the sample probe and replaced the sample probe. F/u with the customer by field svc rep determined performance tests were performed within spec.

Event description:
Six pts with discrepant results. Pt 5: initial albumin result 0.0 g/dl, repeat 4.30 g/dl. Erroneous results were not reported. The user determined there was a problem with the sample probe and replaced the sample probe. F/u with the customer by field svc rep determined performance tests were performed within spec.